Event description:
The customer stated, that the reservoir leaked insulin from the head of the syringe. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product as been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.